Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 595 mg/dl and treated with manual shot. The customer experienced the symptoms such as nausea and chest pain. Customer also reported that the insulin pump had insulin flow blocked alarm and event was resolved by rewinding the insulin pump. The insulin pump will not be returned for analysis.